Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal clevis hub. There was no damage to the clevis. Additional finding found during failure analysis: the instrument distal pulley had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded, mechanical indentations/burrs may be due to mishandling/misuse. The instrument's distal end of main tube had various scratch marks exhibiting light material removed and rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable and/or main tube scratches if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure, the prograsp forceps instrument was not able to grip the tissue or vessels. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.